Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Subsequently, a cartridge alarm 16 occurred. The pump was reset to resolve the issue. Additionally, the pump touch screen was unresponsive. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. Customer's blood glucose level ranged between 180-185mg/dl.